Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the m.r.I. Implantable port, groshong single-lumen, 8f is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one m.r.I. Implantable port was returned for evaluation. Gross visual and microscopic evaluations were performed on the returned device. The investigation is confirmed for the reported fracture as circumferential break was observed to the port stem approximately 4mm from the port body. The edges of the circumferential break appeared jagged and non-uniform in shape. Furthermore, a manufacturing review was conducted and the damage showed in the pictures cannot be concluded as manufacturing process related. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a port placement, the device allegedly broke. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the m.r.I. Implantable port, groshong single-lumen, 8f is identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one m.r.I. Implantable port was returned for evaluation. Gross visual and microscopic evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and identified material separation issue as complete circumferential break was observed to the port stem approximately 4mm from the port body. The edges of the circumferential break appeared jagged and non-uniform in shape. Furthermore, a manufacturing review was conducted and the damage showed in the pictures cannot be concluded as manufacturing process related. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3, h6 (device). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement, the device allegedly broke. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the m.r.I. Implantable port, groshong single-lumen, 8f products that are cleared in the us. The pro code and 510k number for the m.r.I. Implantable port, groshong single-lumen, 8f is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 07/2024).

Event description:
It was reported that prior to a port placement, the device allegedly broke. The procedure was completed using another device. There was no patient contact.